Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) rental unit , EKG output port is broken. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4, d9, g3, g6, h2, h3, h4, h6, h11. Suspect device originally distributed as system 98, upgraded to cs300 using conversion kit. Information provided for original model/catalog, as per product labeling. The field service engineer stated that the ECG input jack was pushed in due to the washer and locking nut missing. Biomed provided a replacement locking washer and nut that secured the port. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) rental unit , EKG output port is broken. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a